Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During placement in the cardiac catheterization laboratory, the device was improperly positioned under echocardiographic guidance. The physician attempted to reposition the impella, but the device was pulled back too far and could not be advanced across the aortic valve. The decision was made to place a new impella device. The patient was successfully weaned from impella support, and the original device was explanted.

Manufacturer narrative:
Investigation summary ==> no product was returned. Device in wrong position (positioning issue): the cause of the positioning issue was determined to be an unintentional use error as the pump was improperly positioned via echo while in ccl. Device history lot ==> device lot: 1955272 device history batch ==> subcomponent lot: . Device history review ==> device (sn:(B)(6) passed all post sterile inspection checks.